Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor contact with the touch panel, it did not respond to touch. Due to poor contact with the fan, air is not exhausted while the fan is working. Due to poor contact with the receptacle unit, the endoscopic image could not be displayed, and the error e226 (scope communication error) occurred. A root cause could not be identified. Based on the results of the investigation, the error e226 due to cause could not be determine. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had an error e333 during inspection for use. There were no reports of patient involvement.